Event description:
After being discharged from the hospital following the cardiomems implant procedure the patient had a reported cardiac arrest while on their way home. Physician reports the cause of the event is unknown. The patient was taken to an emergency room and has since been discharged.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.